Manufacturer narrative:
The device was not returned for evaluation as the impella cp remained with the patient following the patient expiring. The automatic impella console data logs were returned for analysis. The analysis of the data logs confirmed loss of impella cp positioning. The impella cp was unable to be returned to the manufacturer the analysis; consequently, the cause of this event could not be definitively determined. The following are the likely root causes of the event: · the root cause of the impella going too deep into the ventricle is most likely due to the pump being pushed forwards while advancing the repositioning sheath. · the root cause of the impella completely exiting the ventricle is most likely due to the pump being pulled back too far during a repositioning attempt. · the root cause of the cannula kink and being unable to re-cross the aortic valve is most likely due to attempting to wirelessly re-cross the valve. · the root cause of the device getting caught on the iliac stent is unknown. No corrective action was recommended because the failure mode has been determined to be low risk index due to very low occurrence and major severity. Failures of this type will continue to be monitored and trended. (B)(4). Discarded after use.

Event description:
The complainant reported that a (B)(6) male patient had been admitted to the hospital with chest pains on (B)(6) 2017, and was found to be too unstable for catheterization procedures to be performed. The patient's troponins continued to climb, as well as his creatinine levels. The patient was showing signs of cardiogenic shock, and although his ejection faction had been normal upon admission it was 10% on (B)(6) 2017. On (B)(6) 2017 the patient's bi-lateral iliac disease was treated with iliac stents. The iliac on the right showed better access, so insertion of the impella cp was in the right common femoral artery. The impella sheath and device were inserted without issue. Impella flows were maintained throughout the procedure. During the procedure the right carotid artery was found to be totally occluded. The left main artery, left ascending artery and the cq artery all had at least 90% stenosis present. All three vessels were treated with balloon angioplasty and stenting. The patient lost pulsatility multiple times, but maintained map of greater than 60 with the impella in place. At the conclusion of the case the staff determined that the peel away sheath needed to be removed and the repositioning sheath needed to be inserted. While inserting the repositioning sheath, the impella cp was advanced too far into the ventricle. When the physician pulled the device back, it inadvertently pulled out of the ventricle. The physician attempted to re-advance the impella across the valve, but the device folded over on itself (bending at the cannula) and would not unfold during this attempt to wirelessly re-cross the valve. The patient was very hemodynamically unstable and needed the impella support; however, they were not able to re-advance the device into the ventricle. It was determined that the impella should be removed. While pulling the device out, and when the device reached the iliac bifurcation, it became stuck on the iliac stent struts and was not able to be removed. The physician tried a snare from the brachial and also in the contralateral iliac, and pushed a terumo destination long sheath dilator to try to push the impella out. During this time the patient was coded and expired. At that point, the device was left in the patient.